Manufacturer narrative:
(B)(4). D10: medical product: g7 neutral e1 liner 32mm d: catalog#010000848, lot#7360773. G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty, the inlay could not be anchored into the shell after multiple attempts. Secondary implants were used to complete the procedure without additional complication. There was no patient impact and no adverse events have been reported as a result of the malfunction.